Event description:
The reporter stated that he felt hypoglycemic and used the device and obtained a result of 189 mg/dl. He dosed 5u of humalog insulin and passed out. Emts were called and they treated him witha glucose IV, then checked his glucose at 77mg/dl when he woked up. The device was replaced and requested to be returned for evaluation.